Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's pressure reading waveforms were clinically consistent with those of dampened waveform. In addition, the physician also felt that patient's readings may have been too high. As a result, a right heart catheterization was performed wherein it was confirmed that the sensor vessel appeared to have an occlusion before and after the sensor. Imaging of the implant were requested. The physician will no longer be using data from the sensor.